Manufacturer narrative:
Concomitant medical product: product ID: pnp8x3 parietex plug and patch 8cmcir x3(product ID: pnp8x3; lot#: sng0285). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal and ventral incisional hernia. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery.